Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been taken to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka). Patient was having typical dka symptoms including nausea, heavy breathing, vomiting, and had blood glucose (bg) 760 mg/dl. Patient was in the ER for the day. During the visit the patient was treated with intravenous therapy with insulin and fluids.